Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value 562 mg/dl. Customer also got no delivery alarm. Customer was assisted with the performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer was able to remove set. Customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.